Manufacturer narrative:
The customer reported that the probe was hot. There were no allegations of injury. The welch allyn suretemp plus is a portable thermistor thermometer used for accurately measuring body temperatures at oral, axillary, or rectal sites. The device was not returned for inspection. There was no reported patient involvement or injury in this complaint, however, as this event could potentially lead to a serious injury if it were to recur, baxter considers this complaint reportable.

Event description:
Customer reported probe was hot. This incident was captured under hillrom complaint ref#: (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported probe was hot. This incident was captured under hillrom complaint ref #(B)(4).